Event description:
It was reported that the pt experienced drainage from the incision in the back. The pump and catheter were removed due to infection. The pump contained lioresal 2000 mcg/ml at a daily dose of 240 mcg. Pt outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results: used for the catheter.